Event description:
The customer reported a batter/power issue with the adc device. As a result, experienced symptoms of "restriction, weakness," a loss of consciousness and was able to self-treat with unspecified (dose/type) insulin. In addition, the customer received unspecified healthcare professional treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a batter/power issue with the adc device. As a result, experienced symptoms of "restriction, weakness," a loss of consciousness and was able to self-treat with unspecified (dose/type) insulin. In addition, the customer received unspecified healthcare professional treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.